Manufacturer narrative:
This report was inadvertently submitted an reports of this nature are typically not submitted as there would be no potential for clinical impact. The device was not returned to zoll medical corporation. The customer indicated the reported situation was resolved via education regarding and there is no device malfunction noted. The device performed as designed and to specification. This claim is closed as no sample was returned- customer resolved- not fault found.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a 92-year-old female patient, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.